Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29; product lot/serial number: (B)(6); product type: heart valves; product ID: l-evprop23-29; product lot/serial number: (B)(6); product type: heart valves; product ID: unknown 18 x 40 mm non-medtronic (crystal) valvuloplasty balloon; product type: valvuloplasty balloon; product ID: unknown 30 mm amplatz goose neck snare; product type: snare; product ID: unknown 30 mm amplatz goose neck snare; product type: snare; product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valve loplasty was performed with an 18 x 40 mm non-medtronic (crystal) balloon with no issues. Subsequently, the valve was deployed. Afterward, the 6 fr pigtail catheter that was used to perform the aortograms was jailed between the native valve and the transcatheter valve. During the attempt to remove the pigtail catheter, the transcatheter valve dislodged to the ascending aorta. The physician decided to use a 23 mm non-medtronic transcatheter valve (sapien s3) to complete the valve implant procedure because of the patient's short ascending aorta and the difficult positioning and securing of the dislodged valve. It was noted that two 30 mm snares (amplatz goose neck) were used to snare the dislodged valve in a safe position in the ascending aorta. No adverse patient effects were reported.